Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that following use of the device, the needle could not be fully retracted into the safety mechanism. The exposed needle resulted in clinician enduring a needle stick. Internal protocol was followed in response to the needle stick.